Event description:
This rv lead was explanted and replaced due to noise which caused inappropriate shocks. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was found fragmented. An extraction aid was found in the lead body. The analysis of the returned distal fragment showed severe extraction damages in the rv shock coil region. Due to the severely fragmented state of the lead, the definite root cause of the clinical observations could not be determined. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis did not reveal any sign of a material or manufacturing problem.